Manufacturer narrative:
On 9-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter ablation procedure with a vizigo and internal plastic film was found on the valve of the sheath. It was reported that when the physician pulled the catheter out of the vizigo sheath, there was a "film that came off the valve" of the sheath. Caller stated they were able to pull some of it off the valve but they physician believes it was not blood but seemed like a thin filmy plastic material. No physical damage was noted to the sheath, dilator or wire. No bleeding back through the valve of the sheath. The physician noticed a plastic film coming off of the valve of the vizigo sheath. He stated it was not blood or organic material, rather a film from the valve of the sheath that has come loose. The sheath was not previously shaped or manipulated and the baylis versacross wire was used for transseptal, which cannot be shaped since it is a wire. The sheath was not previously shaped or manipulated and the baylis versacross wire was used for transseptal, which cannot be shaped since it is a wire.

Manufacturer narrative:
It was reported that a patient underwent a right atrial flutter ablation procedure with a vizigo and internal plastic film was found on the valve of the sheath. It was reported that when the physician pulled the catheter out of the vizigo sheath, there was a "film that came off the valve" of the sheath. Caller stated they were able to pull some of it off the valve but they physican believes it was not blood but seemed like a thin filmly plastic material. No physical damage was noted to the sheath, dilator or wire. No bleeding back through the valve of the sheath. The physician noticed a plastic film coming off of the valve of the vizigo sheath. He stated it was not blood or organic material, rather a film from the valve of the sheath that has come loose. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed no damage or anomalies on the device. A dilator was introduce through the sheath and no resistance was felt. Afterward, a borescope inspection of the inner shaft was performed and no damage was found. In addition, the tip and hub section were inspected but no anomalies were found. According to the picture provided by the customer, a component was found outside the sheath; however, during the physical analysis no anomalies were detected. A device history record was performed for the finished device batch number, and no internal actions were identified. The internal components exposed reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).